Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. During repair of the universal surgical manipulator (usm), the unit failed friction test. The yaw and pitch motor modules, harmonic drives and the joint three bearings will be replaced. The yaw and pitch housing flat flex cables (ffc) will also be replaced. The carriage cover will be replaced as the light pipes are pushed. Parallelogram and rolling loop assembly will be replaced. The carriage will be upgraded to -16. The radio frequency identifier (rfid) and dallas pods will be replaced. The presence pins will be replaced. The top plate will be replaced. Additionally, during repair, a crack on the axes controller spar cannula (acsc) was discovered and will be replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm). System inspected, tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed and reproduced the reported complaint. The usm unit was tested on an in-house system and failed normal mode. The unit was also tested on psc fixture test platform (pftp) and passed lissajous, sine cycle, and brake test, but failed fiber tests on the clockspring. The clockspring fiber was replaced with a new one and the error went away. The original clockspring fiber was reconnected, and the error returned. The clockspring assembly will be replaced as a fix. A procedure log review was performed. Per the review, the following was confirmed: the prostatectomy - radical w/lymphadenectomy surgery was performed (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 23098 fault on usm2. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical w/lymphadenectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the system was faulting with a non-recoverable fault and the user disabled universal surgical manipulator (usm2). Surgeon wanted usm2 back online. Tse assisted the customer with performing a hard power cycle. System restarted without the error. Surgeon resumed use with all four usms. Customer requested a follow up from the field service engineer (fse). Customer called back to report that usm2 fault returned. Customer had already disabled but wanted to know what could be done to resolve. Tse informed the customer that the error would need to be addressed by the fse. Customer stated that they had approximately 30 minutes left in the case and was going to try another hard power cycle. Customer would like the fse to reach out. Customer ended the call before another hard power cycle was attempted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.